Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and 4643apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ischemia: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a 62-year-old male patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that following pump placement bleeding was noted at the insertion site, after the peel- away sheath was removed and repositioning sheath was inserted the site continued to bleed. The bleeding was managed with a fem-stop over the site, but the patient had no flow down the leg and no pulse in the foot. Even with the fem-stop removed the patient continued to have no flow down the leg past the sheath. The decision was made to go to the operating room and do a surgical cutdown and remove the impella and repair the artery. Once the artery was repaired the pulse in the foot returned.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the limb ischemia ¿ reversible issues has been completed since the initial report was submitted. The product was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the access site bleeding and the limb ischemia was not determined.